Manufacturer narrative:
Correction: section h4: in initial report, the manufacturer date provided was inadvertently reported as 01/02/2025, however the correct date is 01/24/2025. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during cataract surgery using veritas machine, the doctor ruptured patient's posterior chamber bag. The original intraocular lens (iol) to be implanted was changed to a three-piece lens which was used to complete the procedure successfully and without injury or complications. No additional information was provided. This report is against the veritas console. A separate report will be filed against the tip and handpiece.